Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system including an ipg on (B)(6) 2011. It was reported the patient is unable to establish communication with the ipg using either the charging system or programmer. Surgical intervention was undertaken on 12/22/2011 to replace the patient's ipg.